Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced paraplegia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced paraplegia coincident with use of floseal during a surgical procedure. The cause of the paraplegia was unknown. Treatment for the paraplegia was not reported. It was not reported if the patient was recovered or was recovering from the paraplegia. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.